Event description:
A second fractional flow reserve (ffr) wire with the same lot# had difficulty. We were unable to normalize and the pressure would drift downward. No harm to patient. We then used a st. Jude device to complete the case. The volcano rep came to inspect the machine to confirm there was no issue with the machine. The machine checked out normal.